Event description:
Complaint received reporting one (1) 52509-14 optiq catheter knotted/kinked following placement. The report states " catheter was kinked once implanted and this was verified with an x-ray." The device was removed and replaced. There were no reported adverse patient consequences. Device return: one (1) used 52509-14 optiq, sv02/cco catheter, 8, 110cm, q-tip, heparin coated; lot # 2557463 was returned for analysis and investigation. Pre-decontamination analysis was performed. The results recorded liquid/ fluid was present in the balloon lumen. There was no visual evidence of kinking or knotting. Engineering testing and analysis was performed. The results recorded no dimensional non-conformances; functional testing including lumen flow rates recorded the catheter met product specification, leak tests recorded no leaks and/or out of specific conditions; testing and analysis of the catheter extrusion found the component material stiffness was within the specification requirement.

Manufacturer narrative:
A two year review of the complaint database for this list number/ similar issue did not identify any additional reports or investigations identifying a manufacturing defect/ non-conformance. (B)(4). There were no exception or rejection documents generated during the build. The 52509-14 catheter dfu precaution statement notes "knotting can occur with any flow-directed pulmonary artery catheter. Insertion of a guidewire into the pa lumen and manipulation under fluoroscopy may be successful in removing a knot. In some cases, the catheter can be removed if the knot is pulled tight and the catheter is gently and slowly withdrawn. If an introducer is in use, a catheter knot should not be pulled through the introducer. The knot may be withdrawn to the introducer tip and the catheter and introducer removed together." Conclusion: based on the digital x-ray photograph provided by the facility, the reported product issue was visually confirmed. The involved catheter was returned to the MFR where visual inspection of the "as-received" catheter as well as thorough testing and analysis did not identify a manufacturing defect, non-conformance and or performance issue that would cause or contribute to the reported product experience.